Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, tibial nail ex suprapatellar connecting screw could not be easily removed. After fixing distal third tibia fracture, new proximal tibia fracture occurred when having to use extensive force truing to unscrew connecting screw. Case was extended. Extra screws had to be inserted to repair new proximal fracture. Then connecting screw was eventually removed. There was a surgical delay of 30 minutes. The surgery was completed successfully. Patient outcome is unknown. No further information is available. This report is for a cann connecting scr f/percutan instruments for nails-ex. This is report 1 of 2 for (B)(4).